Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: the device was not returned to boston scientific for analysis. Labeling review: a labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Boston scientific has assigned an investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple attempts of optimizing the program. The implantable pulse generator (ipg) was also uncomfortable when patient sits back on it. Fluoroscopy was done and showed that the right lead had migrated. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7075259; UDI: (B)(4). Product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7073935; UDI: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 28504932; UDI: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 28051433; UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple attempts of optimizing the program. The implantable pulse generator (ipg) was also uncomfortable when patient sits back on it. Fluoroscopy was done and showed that the right lead had migrated. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.